Event description:
It was reported that a patient underwent a spinal procedure. According to the report, the surgeon noted "the patient's body tilted to the left" sometime post-op and performed a revision surgery. One screw was found to be broken during the revision and part of the broken screw was explanted at that time. No other patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.